Manufacturer narrative:
Device not returned, follow up conversation with company representative. Additional implanted date: 2006.

Event description:
It was reported that a patient underwent an x-stop procedure at l4-l5. At that time, the physician noted that osteophytes were present. Post operatively, the patient reported back pain. Approximately nine months later, the physician performed exploratory surgery and noted that the x-stop wing became partially encapsulated by bone. The bony spurs which were surrounding the cordal wing of the device were removed and further bony decompression, left side only, was performed. The physician reimplanted the x-stop device. The patient recovered. No additional information was reported.